Manufacturer narrative:
Pr #(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker was not working. No pt harm was reported.